Event description:
Philips received a complaint on the dfm100 has rfu ¿x¿ error message. There was reportedly patient involvement with no harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The therapy pca (pn: (B)(4) ) with sn: (B)(6) was returned to philips for failure analysis. The complaint was escalated for technical investigation and the results indicate the therapy pca was fully evaluated and tested with no problems found. Dfm100 test fixture found no fault with the therapy pca. As received functional test: the therapy board under test was placed on the test fixture, and the fixture turned on with the dfm100 therapy knob set to monitor. The unit powered up normally and displayed all relevant waveforms including a black hourglass symbol in the rfu window. Three manual shocks were successfully delivered within spec (±15%) @ 15j (14.9j), 150j (149.2j), and 200j (199.1j), as measured by the defibrillator/analyzer. The dfm100 therapy knob was then set to 170j, and a successful operational check was run based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was not confirmed. The therapy pca was replaced to resolve the device issue. However, the therapy pca passed all tests during operational check and performed as expected. Therefore, there is no fault found (nff) with this therapy board. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 rfu (ready for use) intermittently displayed an "x". There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 has rfu ¿x¿ error message. There was reportedly patient involvement with no harm. The fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity of s0 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The therapy pca was replaced resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.